Manufacturer narrative:
The investigation is ongoing. The investigation results will be reported in a f/u report.

Event description:
It was reported that the julian switched from pcv mode (automatic ventilation) to standby mode without user action. The user mentioned that during the switchover the device did not alarm or the alarm was not heard.